Event description:
At two hours into treatment the nurse noticed a blood leak in the blood leak pump of the device. She stopped the blood pump. When she examined the blood pump area, she found that the blood pump segment was split. She replaced the blood tubing and dialyzer and restarted treatment. Treatment was completed without further incident. Blood loss was estimated at 200 ml. Antibiotics were given per clinic protocol (200mg of tobramycin). Pt suffered no add'l ill effects and required no add'l medical intervention.